Event description:
Additional information received from the hcp via the representative on (B)(6) 2017 reported the patient stated the pump flipped frequently in the pocket. The patient stated she had withdrawal symptoms approximately a month prior to increased pain. The patient stated she had fallen in recent past few months. The physician attempted to withdraw back on the catheter access port (cap) without success when the patient expressed symptoms of withdrawal and increased pain. The segment of the catheter from the anchor to the pump had to be replaced on (B)(6) 2017 due to excessive twisting and kinking. The partially explanted catheter was discarded by the customer. The issue was resolved at the time of the report. The dose of the dilaudid was noted to be 3 mg. The patient status at the time of the report was alive ¿ no injury.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4) applies to the pump, and (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [10 mg/ml] at a dose of 6.2 mg/day. It was reported the patient stated they had withdrawal symptoms 3 weeks ago ((B)(6) 2017). The patient felt the pump was moving and very loose in the pocket. There was a volume discrepancy at a refill. The expected reservoir volume was 2.3 ml, but 13.2 [ml] was pulled out. There was a suspected kinked catheter. The physician attempted to aspirate cerebrospinal fluid (csf) without success. Environmental/external/patient factors that might have led or contributed to the issue was the patient fell frequently, and the pump flipped in the pocket. There was a planned revision/surgical intervention. Surgical intervention had not been scheduled and had not occurred. The issue was not resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.